Manufacturer narrative:
H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specification. Pressure test and clear passage under water were performed, and no defects were observed that could generate the reported condition. Priming was also performed, and no issues were noted. Flow rate testing and simulated usage testing were performed, and no issues were noted. The reported condition was not verified in the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vented paclitaxel sets underinfused during infusion. There was still a lot of medication volume left after the scheduled infusion time was up. The device contained etoposide and paclitaxel. The fluid was going out from pump controlled flow and was getting blocked by filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: this has occurred for over 2 years. D4: lot#: this occurred over multiple lots. D4: unique device identifier (UDI)# is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.